Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report unexplained high bg levels (131 to 306 mg/dl). He had been wearing pod for about 2 days when bg levels rose and would not come down despite several boluses. He got a pod alarm and pod deactivated. He was able to activate a new pod successfully and bg levels returned to normal.